Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of high intraocular pressure and bleb-related issues are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported a patient with a xen 45 gel stent implanted in the left eye experienced a xen revision with tenonectomy and mmc and an also experienced an iop of 45, 54, and 55 on a later date. Patient was "tapped" to lower iop and prescribed lumigan. Events have since resolved and device remains implanted.